Manufacturer narrative:
(B)(4).

Event description:
The pt was unable to adjust neurostimulation therapy amplitude with the pt programmer. When she did so, the upper limit signal would display, usually in the 3 volt range. This occurred several time. The out of regulation message displayed. The programmer displayed the call your doctor icon. Device interrogation by the field rep revealed that one electrode had impedances greater than 10,000 ohms. The electrode was used in the program that was giving the pt the out of regulation message. The implantable neurostimulator was reprogrammed which resolved the problem.